Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water level indicator was not functioning properly and error 113 (reduced water temperature control) poor water flow in an arctic sun device. Per review of work order on 16jun2025, there was no patient involvement. Per follow up information received via mail on 16jun2025, device would be repaired in the hospital by (B)(6).

Manufacturer narrative:
The initial reporter's phone number: (B)(4). The supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. This event is not reportable. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty manifold. The arctic sun 5000 was evaluated onsite. Alert 113 was displayed during service. Manifold assembly was replaced. It was reported that the water level indicator was not functioning properly. No repairs were completed as the reported issue could not be reproduced during service. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. Device without error. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water level indicator was not functioning properly and error 113 (reduced water temperature control) poor water flow in an arctic sun device. Per review of wo on 16jun2025, there was no patient involvement. Per follow up information received via mail on 16jun2025, device would be repaired in the hospital by crs.